Event description:
Procedure: unk. Reportedly, when the device was fired, the staples did not close properly. The surgeon then converted the operation to an open approach. Additional information has been requested regarding this reported event.

Manufacturer narrative:
Note: this event was originally classified an asr reportable malfunction. However, additional information received after the 30 day report date now indicate the event is an MDR reportable event.